Event description:
Boston scientific received information that this implantable pacemaker showed a dropped in longevity from the time the patient was checked. It was observed that the right ventricular auto capture (rvac) output was above the threshold values. A boston scientific technical services (ts) discussed about binning of battery data and explained that by looking at the projected overall longevity, the device appeared to be in line with typical expected longevity. Furthermore, ts suggested option of continued monitoring or doing a memory dump analysis. The field representative stated to inform the physician and will most likely continue to monitor the patient. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.